Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for unresolved high blood glucose issues. He blood glucose reading was 300 mg/dl. The customer stated that he had been experiencing high blood glucose levels for 3 days and had trouble with infusion sets. He was discontinued from insulin pump therapy by the doctor. He stated that he was wearing the insulin pump at the time of the event. He advised that he would consult his doctor regarding the matter. Nothing further reported.